Event description:
Patient contacted dexcom technical support on 01/03/2015 to report a hardware error on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).